Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation and scarring under the lifevest equipment. The patient reported having a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient followed up with a nurse who treated the patient for scabies. The patient began using permethrine 5% and taking a cetgin pill, however, this caused the skin irritation to worsen. The patient's physician then stopped one of the patient's medications and provided the patient with an anti-itch pill. It was reported that the skin irritation improved.